Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer disagreed with two shock advisory decisions during a patient event. The device advised two shocks but the customer reported that these rhythms were not shockable. They have requested an explanation of the shock advisory behavior. The device was in use on a patient in the AED mode. Use of the AED mode requires a patient to be non-responsive, apneic and pulseless. The customer did not deliver energy when the two shocks were advised. The patient's underlying rhythm eventually converted to a perfusing rhythm. The customer reported that there was no harm or adverse patient impact as a result of this event.

Manufacturer narrative:
It was reported to philips that the customer disagreed with two shock advisory decisions during a patient event. The device advised two shocks but the customer reported that these rhythms were not shockable. They have requested an explanation of the shock advisory behavior. The device was in use on a patient in the AED mode. Use of the AED mode requires a patient to be non-responsive, apneic and pulseless. The customer did not deliver energy when the two shocks were advised. The patient's underlying rhythm eventually converted to a perfusing rhythm. The customer confirmed that the patient was apneic, pulseless, with no movement or response when the AED mode analysis occurred. The customer reported that there was no harm or adverse patient impact as a result of this event. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The customer requested that the device be returned for bench repair. The bench repair was not able to reproduce the failure when performing the operational check test and found all tests passed. The bench repair reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and was placed back in service. Philips will not consider this as a malfunction of the device as it is fully consistent with user error due to incorrect interpretation of the patient's ECG rhythm during AED mode analysis. There is no indication of a systemic problem; no further investigation or action is warranted.